Manufacturer narrative:
Prior to the repair the instrument was tested against the specification. During the test run bearings are locked up. After disassembling rusty residue was found inside the product which indicates that reprocessing is not performed as it should. It was also found that the bearings have been worn out. This caused inner friction and the stop of rotating function. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: 2.3 technical condition: a damaged product or damaged or not kavo original components could injure patients, users or third parties. - use the device and components only if there is no damage on the outside. - check to make sure that the device is working properly and is in satisfactory condition before each use. - have parts with sites of breakage or surface changes checked by the service. - if the following defects occur, stop working and have the service personnel carry out repair work: · malfunctions · damage (e.g. Caused by being dropped) · irregular running noise · excessive vibration · overheating · bur is not seated firmly in the handpiece to ensure optimum function and to prevent property damage, please comply with the following instructions: - service the medical device with care products and systems regularly as described in the instructions for use. - the product should be processed and stored in a dry location, according to instructions, if it is not to be used for an extended period of time. Caution: improper service and care. Risk of injury. - perform regular proper care and servicing.

Event description:
Incident occur during a surgical treatment. The handpiece stopped working in the middle of procedure and bur got stuck inside the bone and broke. The bur did go into bone but no major injury occured, the dentist was able to remove and repair the bone with no major complications. No follow up needed, no change in treatment.